Manufacturer narrative:
Film summary review the exact cause of the inability to deploy the proximal freeflo stent could not be determined from the pre-implant films provided. Films during implant were not provided and the reported events could not be assessed. In addition, the stent graft implant location relative to the great vessels is unknown, and images post-deployment were also not available; thereby, not allowing assessment of the stent graft in-vivo configuration. Review of pre-implant CT¿s from (B)(6) 2018 confirmed that the patient had a 5cm max diameter saccular aneurysm, located ~1cm caudal from the lsa near the top of the arch, in a location that was acutely angulated ~80 deg. Other than the acutely angulated arch near the saccular aneurysm which may have contributed to the deployment difficulties, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. The device has been returned and is pending analysis, and will be covered in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tip capture/release components had detached blue handle had been removed prior to return. Visual inspection of the tip capture release area revealed a lot of damage consistent with the breakdown and attempt at manual release of tip capture. The tip capture slider was noted to be moving freely and not attached to the middle member at all when returned it was positioned distal to the flare. The device was broken down to reveal the backend silicone seal under the screw gear mechanism. It was noted that the back end silicone seal had adhered to the middle member and could not be moved. No excess glue was noted on the middle member or the cuff. The silicone seal was then dissected with a scalpel and then mostly removed from the middle member leaving part of it still attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted for the endovascular treatment of a saccular thoracic aortic aneurysm located 12mm distal to the left subclavian artery. It was reported that the patient presented on the date with hemoptysis. The procedure was carried out emergently after CPR had been performed on the patient. It was reported that during the procedure, once the stent graft had been deployed, the tip capture mechanism would not release the freeflo section of the stent graft. The physician attempted to move the back-end lock of the delivery system to pull the tip capture release, but this didn¿t work. The physician then separated the handle parts of the tip capture release, the tip capture release then successfully released the freeflo section of the stent graft. No additional clinical sequelae were reported, and the patient is fine.